Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, ptosis, granuloma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with mentor medical devices (unk_gel implants, date of implant 2010) experienced breast implants rupture bilaterally confirmed by ultrasound and mammography in 2013 and complicated by siliconomes formation on the left side. It was also reported that the patient developed grade 3 breast ptosis bilaterally. As a result, the patient underwent bilateral mastopexy explantation and replacement l) cat: 3502751bc / sn (B)(4), r) cat: 3502751bc/ sn: (B)(4) on (B)(6) , 2023. Should additional information become available, this case will be re-assessed and notes will be updated this report relates to the left prosthesis..